Event description:
It was reported that during the implant procedure, lead (B) (4) had unusual svc coil spacing. The 2nd lead (B) (4) was observed to have an unusual looking rv coil. The leads were not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the defibrillator conductor was distorted.